Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose was addressed with a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer reverted to an alternative method of insulin therapy.